Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to poor device performance. It is unknown if there are plans to reimplant the patient as of the date of this report.